Event description:
It was reported that during a 3dimensions procedure the customer reported poor quality image issues on contrast views, during the investigation it was determined on june 20th that there was a lesion that was visible on a ge system on june 4th that was not visible during the procedure on june 18th, preliminary information suggests that there might be a software issue but is unconfirmed. A report will be submitted. Preliminarily and a follow up with the results of the investigation will be submitted subsequently.

Manufacturer narrative:
An investigation was performed and closed on 08/07/2024, no parts needed to be returned since this is a software issue. A software defect was identified , a file containing settings for acb image enhancement (k factor values) is overwritten during the software upgrade. This causes the sw to revert the image quality to that of the previous software versions , from 1.12/2.3 to 1.11/2.2.1 respectively. This confirmed that the image quality is not meeting labeling claims of 1.12/2.3. Additionally the patient was on a different time of menstrual cycle and had different breast compression amounts between the ge screening and the acb images. Both menstrual cycle and different compression amounts can influence which lesions are visible. Further investigation identified that the acb post fire images may contain metal artifacts which can make it difficult to locate the lesion, especially for microlesions below 5 mm. The root cause is unknown for why the lesion was missing. A CAPA was opened and addresses the root cause investigation and the missing image enhancement values. Device history record (DHR) review: UDI ¿ (B)(4). Date of manufacture - 7/23/2019. Date of installation - (B)(4) 2019. Date of 1.23 software installation - 2/13/2024. Serial number - (B)(6).